Event description:
It was reported that prior to use of the bd ultra-fine¿ 4mm pen needle contents was popping out of the left part of the closure tab affixed to the shelf carton. The following information was provided by the initial reporter, translated from japanese to english: ¿defective packaging the left side protrudes from the sticker pasted on the opening of the box, where the lid should normally be folded. ¿

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prior to use of the bd ultra-fine¿ 4mm pen needle contents was popping out of the left part of the closure tab affixed to the shelf carton. The following information was provided by the initial reporter, translated from japanese to english: ¿defective packaging the left side protrudes from the sticker pasted on the opening of the box, where the lid should normally be folded. ¿.

Manufacturer narrative:
H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. H3 other text : see h.10.